Event description:
Was reported that the patient experienced with issues with the ams 700 inflatable penile prosthesis (ipp) pump not reinflating and the issue was confirmed during surgery. There appeared to be some sort of fluid loss in the system although the exact location could not be determined. The doctor further stated that patient had a 21cm cx pump, with a 1cm rte, and a conceal reservoir implanted in 2012 and those items were explanted during this surgery and will not be returned to boston scientific. The patient was implanted with a new ipp system. There were no known complications during surgery.